Event description:
A 5f super torque pigtail catheter was placed through a 7f sheath and over a wire. During the procedure, the wire was changed. After the catheter was removed from the patient it was noted that several of the gold band markers were dislodged. No markers were left in the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient has come back with recurrent headache that has been more problematic. His CT scan showed a disconnection of bioglide ventricular catheter, requiring shunt revision.patient was given general endotracheal anesthesia, prepped and draped. The cranial incision was opened and the reservoir was elevated. As expected, the snap-on cup from the ventricular catheter came out with the reservoir without any ventricular catheter tubing. Then turned our attention to the entry site of the ventricular catheter. After removing some of the scar surrounding the opening the catheter was visible, the old ventricular catheter was removed. The new catheter was passed over the guide wire into the ventricle. The wire was removed. The wound was irrigated with bacitracin solution. The snap-on system was connected to the new ventricular catheter. Both wounds were then irrigated with bacitracin solution and carefully closed.====================== health professional's impression======================as expected, the snap-on cup from the ventricular catheter came with the reservoir without any ventricular catheter tubing. Disconnection has been a problem with the bioglide catheter.====================== manufacturer response for ventriculoperitoneal shunt, bioglide catheter======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter, (FDA recall #'s z-1124-2009 to z-1134-2009).

Manufacturer narrative:
The complaint report stated that the pigtail catheter was placed through a 7 fr. Cordis brite tip sheath over a standard .035 j emerald wire. During the procedure, they changed the wire for a back-up meier .035 wire from bsc. After they removed the pigtail out of the sheath, they identified dislodgement of several gold band markers!! No markers were left in the patient and no patient injury occurred. Multiple attempts to clarify the event and obtain additional details were unsuccessful. One non-sterile 5fr supertorque markerband pigtail catheter was returned for analysis coiled inside of a plastic bag. Nine of the twenty marker bands were found moved from their original position on the shaft, but no marker bands were separated from the shaft. Marker bands tracks were observed along the catheter tip. No damages were observed over the body or marker bands. The inner and outer diameter of the catheter tip section was measured at two locations (od and ID dimension per each location) and the measurements were found within dimensional specification. A 0.038" guidewire was inserted into the unit and friction/resistance was observed at the section where the markerbands joined together; in these sections, the guide wire could not cross inside of the catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No nonconformance records were issued for this lot and no excursions were found. Offset/out of position markerbands were confirmed on the catheter; none of the markerbands were separated from the shaft. The marker band movement does not appear to be related to the manufacturing process. The dimensional and visual analysis suggests the catheter may have been elongated during the procedure causing markerband movement. No corrective action will be taken at this time since as there are no indications that compliant is related to manufacturing process.